Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter unit was required to be replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned emitter unit had no failure found when analyzed. The problem could not be replicated when tested. Concomitant medical products: product ID: 9733320, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess)procedure. It was reported that the site was experiencing intermittent tracking for instruments connected to port four. Only port four had intermittent tracking issues, they swapped instruments but issue did not resolve. The site proceeded the case without navigation. There was no reported delay. No known impact on patient outcome.